Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that the cranial software on the navigation system would sometimes launch to a blue screen, be unresponsive or not boot at all. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement computer shipped to site for issue resolution. A medtronic representative replaced the computer, after which the medtronic representative performed a navigation system check-out, all areas passed. No parts have been received by the manufacturer for analysis.